Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer nurse, that the customer was hospitalized for diabetic ketoacidosis. It was reported that the customer had battery issues and notices bent cannula. The nurse attributes the highs to the bent cannula. The nurse was requesting troubleshoot for the pump. The nurse was connected with consultant for troubleshoot. No further assistance needed at this time.